Event description:
The field service engineer reported a pump with an unknown battery issue. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary: the reported condition of a pump with an unknown battery issue was confirmed as depleted main batteries during product evaluation. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.